Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this (B)(6) male patient underwent redo aortic valve replacement (avr) due to bioprosthetic aortic degeneration and severe bioprosthetic stenosis of his 25mm pericardial aortic valve. The implant duration of the valve was nine years and 10 months. The 25mm valve was replaced with a 23mm pericardial aortic valve. The patient returned to the intensive care unit in stable condition. Through the review of medical records, typical findings of bioprosthetic degeneration with leaflet calcification and leaflet immobility. Calcification was most notable in the left and noncoronary leaflets and adjacent to the left noncoronary commissure, but all 3 leaflets were affected. The valve struts had adhered to the aortic wall and the overall size of the valve was actually quite close to the diameter of the aorta. The 25mm valve was removed, separating the valve sewing ring from the underlying pannus. The annulus actually sized for a 23mm valve. The prior 25mm valve was a bit oversized.